Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges pump shut down; does not remember if pump displayed an error prior to shut down. No adverse event reported. Requested return of the alleged device for evaluation.